Event description:
Senseonics was made aware of an incident where patient reported discrepancies between the sensor glucose (sg) readings and blood glucose (bg) measurement. The patient provided the following examples. Date time sg value bg value a. (B)(6) 2025, 8:34:58 am, hi (out-of-range high), 11.3. B. (B)(6) 2025, 8:18:48 am, lo (out-of-range low), 11.8. C. (B)(6) 2025, 9:45 am, 6.2 8.3. (B)(6) 2025, 4:40 am, 15.1 8.2. (B)(6) 2025, 1:40 am, 15, 8. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. No clinical symptoms were reported and the incident did not result in any patient harm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that their eversense e3 cgm system showed results that differed from blood glucometer measurements. The initial investigation was conducted using the sensor glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation analysis indicated that the system was still stabilizing post sensor insertion. The user was recommended to allow the system a few more days to adjust. The user agreed with that feedback. On (B)(6) 2025, the user contacted customer care to express dissatisfaction with the system performance as inaccuracies persisted, thus a sensor re-link was advised. Following the re-link, the sensor performance was monitored, and a sensor replacement was approved due to system performance concerns. An RMA was issued for return of the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A further review of the sensor data during the timeframe of the reported inaccuracies showed signs of optical instability. Such instability can result from temporary changes in the in vivo sensor environment, including the condition of the hydrogel or led, leading to noisy or inaccurate sensor glucose readings. No further investigation was possible for this complaint as sensor was not returned. As part of resolution, the customer was given a replacement sensor. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.